Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2012, due to tibial loosening and patella pain. The tibial bearing and tibial plate were removed and replaced, and the patella was resurfaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." The tibial plate removed during this revision procedure was made by biomet spain, and reported under medwatch 9610576-2012-00005.